Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed with the nondestructive inspection (transparent image) that the image sensor cable was kinked. Therefore, it is likely that the output signal cable was disconnected and short-circuited due to the image sensor cable kinked, causing the image to disappear during the angulation control knob operation. It is likely that the kink of the image sensor cable was caused since strongly external load, due to unexpected stress such as excessively twisting and bending, was applied to the cable. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the specifications and functions of the equipment were not satisfactory and the reported phenomenon was reproduced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the image blacked out when bending the deflectable videoscope. The issue occurred prior to sterilization, after a diagnostic, unknown procedure. There were no reports of patient harm.